Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted as the helix would not extend. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the proximal conductor distorted. However, the helix was still able to be extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.